Manufacturer narrative:
Upon review of the result files, results visually appeared as reported by the neo. The unexpected results may be related to the nature of the jka antibody in the sample. An immucor field service engineer performed the unexpected reactions checklist. The instrument is operating according to specifications.

Event description:
A customer reported obtaining unexpected negative results on galileo neo (B)(4).